Event description:
It was reported that this pacemaker and right ventricular (rv) lead triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement of 2,046 ohms. Prior to the lss, pace impedance measurements were previously stable around 1,000 ohms lead up to the jump in impedance measurements. Following the lss, there was noise with oversensing, however the intrinsic rhythm was observed throughout. Technical services (ts) recommended bringing the patient in clinic for further rv lead evaluation. This pacemaker and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. -- the local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement of 2,046 ohms. Prior to the lss, pace impedance measurements were previously stable around 1,000 ohms lead up to the jump in impedance measurements. Following the lss, there was noise with oversensing, however the intrinsic rhythm was observed throughout. Technical services (ts) recommended bringing the patient in clinic for further rv lead evaluation. This pacemaker and rv lead remain in service. No adverse patient effects were reported.